Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: anchor is broken during insertion into soft bone. Replacement was available. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force or 2) no pilot hole prepared. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.